Event description:
A malfunction alarm was reported with the code malf 12, and there were no notable events before the malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction happens again, which they acknowledged and understood.